Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's monitor wouldn't power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation there was extensive electrical damage to the monitor c/a board and defibrillator board. The cause for the damage was high current. The cause for the high current was a broken lead on a high-voltage capacitor c20 on the defibrillator board. The root cause for the broken lead on c20 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the broken lead on c20. The pt rec'd a replacement monitor.